Manufacturer narrative:
11/22/96- supplement report #1 submiited to FDA. Add'l data entered in d9. Device eval indicated and codes entered in h3 and h6.

Event description:
The device was applied during a bowel resection procedure. The staples did not form properly. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.